Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat lesions in the mid and proximal lad. After pre-dilatation, a 2.5 x 28 mm pixel was advanced, but was unable to cross the lesion. When the stent delivery system (sds) was removed, the stent was found to be flared. A 2.25 x 13 mm pixel was then advanced, but the stent dislodged from the balloon. Two mercury balloons were used to compress the stent in the ostial of the lad. The procedure ended with balloon treatment only. No additional event or patient information is available.